Event description:
Doctor reported event of "atelectasis" from journal article: "initial evaluation of laparoscopic roux-en-y gastric bypass and adjustable gastric banding in korea: a single institution study", obes surg (2010) 20: 1096-1101. This medwatch represents the 2 patients listed in table 5 of the article who were diagnosed with "atelectasis."

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Based upon the information that a 10-cm adjustable band was used the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Atelectasis is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. In the absence of a more specific event description, we have opted to code the event as "surgery related complication/observation." Device labeling addresses the reported event of surgery related complication/observation as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body.